Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was completely broken and bottom of the insulin pump was also completely broken. Customer also stated that they tried to fill the cannula but it did not do it and stayed stuck on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.